Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, iol loaded by an experienced surgeon however got stuck at the bottom of the injector, not used in eye. Both haptics amputated off iol. The iol was not implanted and surgery has been completed with replacement lens. There was no impact reported to the patient. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., d.10., h.3., h.6. And h.11. The lens was returned in the lens case. Minimal viscoelastic was observed. Both haptics were broken-gusset area, returned. A used company cartridge was also returned. Inadequate viscoelastic was observed in the cartridge. Only a small line was observed at the loading area rim. The cartridge had evidence of placement a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Complaint and product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge was indicated with a non-qualified viscoelastic. It is unknown if a qualified handpiece was being used. The root cause for the broken haptics and reported lens stuck may be related to a failure to follow the instruction for use (IFU). Inadequate viscoelastic was observed in the cartridge. Only a small line was observed at the loading area rim. No problem was found with the returned cartridge. Top coat dye stain testing was conducted with acceptable results. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. A non-qualified viscoelastic was indicated. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).